Event description:
Event description cpi received information that during a follow-up the parameters of this implantable pulse generator (ipg) were found to be at settings other than what had been programmed.